Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) bab sheer 3/4in 40s USA 381370046660, (B)(4). Lot # not available. UDI # is (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: synthroid ¿ thyroid hormone ¿ strength, dose & frequency: unknown; aciphex ¿ proton-pump inhibitor ¿ strength, dose & frequency: unknown. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00088 (band-aid 01) and 8041154-2019-00089 (band-aid 02). The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band-aid sheers. The consumer reported the when she pulled the product off, the skin peeled off as well. The consumer stated she was in pain. The consumer sought medical attention and a health care professional used an unknown antibiotic and gauze to treat the event. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00088 (band-aid 01) and 8041154-2019-00089 (band-aid 02). The same patient is represented in each medwatch.